Manufacturer narrative:
Continuation of d10: product ID mi2355a (lot: p2f24m0034); product type: 0199-introducer; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9:  <(><<)>yes, return date: 23 june 2025 > h3: <(><<)>no> . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited unacceptable threshold leading to a recapture attempt. Using multiple views, the alignment between the retrieval head and the recapture cone was verified, and the tether lock of the delivery system was engaged. The cup was slid using the retract button in an attempt to fully retract the ipg, but the retract button became immobile mid-process, preventing full retraction of the ipg. The tether lock was disengaged, and the delivery system was temporarily withdrawn to realign; however, multiple attempts to re-retract the ipg failed, and the issue persisted. Ultimately, the tether was pulled to detach the ipg from the myocardium. Even in this detached state, retraction was unsuccessful. The ipg system was removed from the body to assess its condition externally, where it was confirmed that retraction worked without issue. The ipg was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 23-jun-2025 the analyst noted the full delivery system was returned with the device intact in the device cup. The analysis indicated that no anomalies were found. The delivery system outer shaft was kinked/buckled. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.